Event description:
Customer reports airway pressure monitor did not alarm during a pt disconnect. Delay setting was at 20 secs. Pt was discovered in a hypoxic, cyanotic condition before disconnect was found. Pt circuit was reconnected and airway pressure monitor replaced. System then checked okay. No further proplems noted.